Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed a broken grip close cable near the proximal pulleys and proximal clevis cable hole. The cable segment was sticking out at the instrument's wrist. The idler pulley spun freely and did not exhibit any damage. The proximal clevis cable hole exhibiting wearing on one edge. Other cables at the instrument's wrist were not damaged. Evidence not conclusive, but the wearing on the proximal clevis hole may have contributed to the cable breakage. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the user facility identified a broken cable on the mega needle driver instrument. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.